Manufacturer narrative:
(B)(4). Concomitant medical products: unknown-unknown head-unknown, unknown-unknown liner-unknown, unknown-unknown stem-unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2022 -01880. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient began experiencing pain and elevated cobalt and chromium levels approximately 15 years post implantation. An MRI was also completed to evaluate for metallosis. Given the patient¿s elevated labs, continued groin pain, and findings on the MRI a left total hip revision has been recommended. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint confirmed via medical records provided and reviewed by a health care professional. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4; g3; h2; h3; h4; h6 medical records were provided and reviewed by a health care professional. Review of the available records identified the following: metal-on-metal total hip arthroplasty, with pain, lateral tenderness and near normal metal levels. No loosening or osteolysis found during revision. Head removed without corrosion to trunnion, no metallosis or soft tissue encountered. Review of the device history record(s) identified no deviations or anomalies during manufacturing. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: 139252 ¿ m2a taper ¿ 731410, 11-104209 ¿ stem ¿ 392510.

Event description:
It was reported that patient began experiencing pain and elevated cobalt and chromium levels and MRI evaluation for metallosis after an unknown amount of time post implantation. The patient underwent a left hip revision approximately 15 years post implantation. The head and taper were removed and replaced. Attempts have been made and additional information is not available at this time.